Event description:
It was reported that the patient developed pocket infection, that developed into patient becoming septic. The pacing system was explanted. The patient was stable before, during and post procedure.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. Device was tested on the bench and no anomalies were found.